Event description:
The classification is based upon info the pt / layperson gave to the customer care advocate, cca, on february 8, 2008. The pt has not yet responded to this senior medical affairs specialist's two calls and letter. All results are in mg/dl, the correct unit of measure. The pt alleged, the results she had obtained on her one touch ultramini several hours earlier were inaccurately low and erratic. She referred to results of 95 and several hours later, 93. The pt then tested a few minutes later on her "old ultra," result 108. The difference between the two results is <=30%, the expected variance. At some point after testing, the pt felt "sluggish, hungry, and thirsty," symptoms of hyperglycemia. The pt reportedly did not self treat or receive medical intervention; rather, she called lifescan's customer service. The pt described correct testing technique. There is no evidence the product malfunctioned; however, because the pt alleged her results were inaccurately low and experienced symptoms that can be associated with severe hyperglycemia after testing, the complaint is classified as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.